Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient experienced discomfort described a s heating after 30 minutes of recharging the ipg. The ipg pocket site was reddened. The patient underwent surgical intervention on (B)(6) 2015 where the ipg was removed and replaced which resolved the issue.

Manufacturer narrative:
Explant date corrected.

Event description:
Follow up information identified the explant date was previously reported incorrectly.